Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient started having pain in their back, leg, and foot so they thought they should try increasing the stimulation with the programmer. The patient stated that they were usually at 1.80 to 1.90 on group a. They reported that they increased it to a little over 2 and felt the ¿tingles,¿ but as soon as they took the antenna off their body the tingles went away. The patient was instructed to sync with the patient programmer and it showed the stimulation to be off. The patient was then instructed to turn the stimulation on which resolved the issue. Product services walked the patient through turning the stimulation back on and how to switch from a to b. The patient was redirected to follow-up with a healthcare professional (hcp) to discuss their symptoms and to have the device checked if they were concerned about the settings. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient. It was reported the patient weighed about (B)(6) pounds at the time of the event. The loss of stimulation was reported to be due mostly to the healing process. Reprogramming their device resolved the pain. No symptoms were reported. No further complications were reported.